Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's power supply was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator would not operate on ac power. The device was not in pt use.